Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. No time and or clock anomaly noted. The device had minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address and or serial number label, and stained end cap sticker.

Event description:
It was reported that the customer experienced high blood glucose readings of nearly 20 mmol/l and was treated with a manual injection. Customer stated that a bolus did not assist in bringing the blood glucose readings down. The time and date were noted to be incorrect. Customer's blood glucose reading at the time of the call was 5.3 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.